Event description:
It was reported that, two months after the surgery date, the surgeon detected via x-ray that the ref. (B) (4) (xia blocker) had moved from the initial position.

Manufacturer narrative:
Na